Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient¿s stimulator burned straight through their skin as they attempted to charge it. The charger kept stopping the charge due to the high temperatures, which told the patient something was ¿jacked up.¿ the patient hated everything about the device. No further complications were reported or anticipated.